Event description:
During the osteoid osteoma bone ablation procedure using a neurotherm disposable radiofrequency cannula, a burn occurred. After placing the cannula in the leg, a failure in rise of temperature was noted. The cannula was removed and it was noted that the insulation had come away exposing the length of the needle. A burn on the skin of the patients leg occurred as the needle was removed. A new cannula was inserted and the procedure was restarted with no issue.

Manufacturer narrative:
The bone ablation procedure performed is off label use of the device. The results of the investigation was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and completed in accordance with the specifications. Based on the information received, the cause of the reported burn could not be conclusively determined.